Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced excessive no delivery alarms. The customer's blood glucose reading was unknown. The customer reported alarm occurred during manual prime. The customer stated that the event was resolved by complete set change. The customer felt as if the pump is not delivering insulin because his blood glucose goes high. The insulin pump was not returned for analysis.